Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she felt flushed this morning and seeked medical attention due to her result of 244mg/dl. The customer's expected blood results are 140-160mg/dl fasting. Verified test strips expire 12/31/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 1:223mg/dl (B)(6) 2015 08:00:00 am fasting:yes. 2:319mg/dl (B)(6) 2015 09:00:00 am fasting:yes. 3:262mg/dl (B)(6) 2015 09:00:00 am fasting:yes. 4:355mg/dl (B)(6) 2015 09:30:00 am fasting:yes. 5:290mg/dl (B)(6) 2015 09:45:00 am fasting:yes. Customers concern: with readings of 223,319,262,290mg/dl. Customer received a reading of 244 mg dl fasting this morning at 08:05 am that she considers is high for her and was feeling flushed and decided to go to the ER for medical assistance .when the customer arrived at the ER her blood sugar levels were 179 mg/ dl and was discharged home, her blood glucose level was only checked once using a glucose meter.